Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reports to have received a button error alarm during priming. Customer's blood glucose was 246 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to light moisture damage to keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window and reservoir tube window. It also had a cracked battery tube threads, belt clip slot and broken reservoir tube lip.